Manufacturer narrative:
With all the available information, boston scientific concludes that the reported fiber break event was confirmed as analysis identified that the fiber body was received in two pieces. It is likely that procedural handling and procedural conditions of the device during set-up or use contributed to the fiber body break. A partial body break or kink could have occurred during the set up and use and when the fiber was fired caused the break.

Event description:
It was reported that the fiber was fractured during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the fiber was fractured during the lithotripsy procedure. The procedure was completed with another device. There were no patient complications.